Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended/retracted.

Event description:
It was reported that during implant procedure the right atrial (ra) lead was difficult to place and the helix would not extend. The lead was explanted and another lead was used. No patient complications have been reported as a result of this event.